Event description:
It was reported that the fenestrated bipolar forceps instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The conductor wires were intact and undamaged. Additional observation not reported by site was the instrument grip cable was derailed. One grip cable on one side of the distal clevis was derailed from the distal idler pulley. The yaw motion was non-intuitive as a result. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed cable were to recur could cause or contribute to an adverse event.